Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a (B)(4) trial system, including two percutaneous trial leads, on (B)(6) 2011. It was reported that postoperative diagnostic tests exhibited high impedance readings on several lead contacts. The patient was allegedly reprogrammed around the lead contacts with high values and reported effective stimulation. Follow up on the patient found that after a couple of days, several lead contacts revealed invalid impedances. It was reported that six contacts were used and provided effective stimulation. The patient finished the trial, and the leads were explanted. The explant date is currently unknown. No further information is available at this time.